Manufacturer narrative:
The subject device was returned to olympus (B)(6) but has not been returned to omsc. Olympus (B)(6) checked the subject device for evaluation. It could be confirmed that the image of the subject device was only color bar due to the failure of the lvds (low voltage differential signaling) assembly. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection at olympus india, it was found that the image of the subject device was only color bar.there was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus india and its report said it was found the failure of the lvds (low voltage differential signaling) assembly, omsc presumed there was the possibility this phenomenon was attributed to poor communication with the endoscope because the lines inside lvds board of the subject device were disconnected and the contact failure. In addition, it is assumed that eight years have passed since the subject device was manufactured, and that the communications with the endoscope became impossible due to the aging of the components of lvds board or the lines, and that the endoscope detection became impossible. If additional information becomes available, this report will be supplemented.